Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. During functionality testing, the device displayed false upstream occlusion messages and were reproduced during evaluation. Evaluation found a failed upstream sensor to be the cause. The failing upstream sensor was replaced.